Event description:
Pt with meridian ivc filter placed for purely prophylactic indication in 2012 presented with fractured and penetrated filter 2 filter arms in rv 1 filter arm fx and retained locally in ivc penetration of 1 leg into aorta penetration of 1 leg into spine. Filter and local leg removed with forceps. Unable to remove cardiac fragments percutaneously, pt received open heart surgery urgently for removal. Chest pain with worsening pericardial effusion prompted removal.